Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was not confirmed as the packaging was not returned with the device. On visual inspection, the stent was returned deployed and intact. The stent delivery wire (sdw) was also kinked bent. Functional inspection was not performed as stent had deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was seen to be deployed when returned for analysis and the sdw was kinked. Therefore the as reported stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use can be confirmed. The as reported and as analyzed events will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during a right internal carotid artery stenosis case, resistance was encountered while advancing the subject stent in the microcatheter. In the physician's opinion, the subject stent's introducer sheath moved suddenly due to too much force and the subject stent deployed prematurely in the proximal shaft of the microcatheter. Physician used a tweezers to remove the subject stent from the patient's anatomy. The procedure was completed successfully with another device and no clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a right internal carotid artery stenosis case, resistance was encountered while advancing the subject stent in the microcatheter. In the physician's opinion, the subject stent's introducer sheath moved suddenly due to too much force and the subject stent deployed prematurely in the proximal shaft of the microcatheter. Physician used a tweezers to remove the subject stent from the patient's anatomy. The procedure was completed successfully with another device and no clinical consequences to the patient.